Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot/serial is currently unavailable; therefore, the manufacturing location and device manufacture date are unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor on the air oscillator device seized, jammed, and moved heavily. It was noted that the sliding sleeve was jammed. It was further determined that the device failed pretest for check the starting behavior, check frequency, check for air leak, check for excessive noise, check for immediately stop, check saw head, general condition. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: it was documented in the initial medwatch report that the device was serviced and evaluated in the netherlands. Upon complaint review, it was determined that the device was serviced and evaluated in switzerland. Please note that the initial reporter information in section e has been updated to reflect the change of the initial reporter. Additional information: the manufacturer location was documented as unknown in the initial medwatch report. The location has been updated to oberdorf. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Please note that the serial number was documented as unknown in the initial medwatch report. The correct serial number ((B)(4)) has been documented in this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (jan 5, 2000) has been updated to reflect the date the device was manufactured. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.